Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported 27 cases of "delayed accumulation of regenerative material behind the optic and capsular distention syndrome". In a follow-up, the surgeon further reported that, in some of his patients, he noted multiple "white reflective dots of various sizes" within the matrix of the iol. In most cases, the patient is not aware of these dots. However, a few have reported loss of visual acuity, testing at about 20/40 and of these patients, some are experiencing a loss of contrast sensitivity. Also, he noted that the majority of the patients in which he sees these microvacuoles are diabetic, and one or two have glaucoma. Some patients have had a lens exchange. Additional information has been requested. Three lenses were reported with this event. This medical device report is for the third lens.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).